Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl reconstruction surgery the loop of the ultrabutton was broken during flip suture. The loop was cut off and removed from the patient. The procedure was completed using a back-up device. There was a delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The short braid of the device has been cut on one end and frayed/broken on its other end which separated it from the blue & white suture loop. Two green flip sutures are run through the ultrabutton. One of the flip sutures has had a small piece cut from it. The piece was returned. The ultrabutton shows use but is not damaged. Bio debris is present. Based on the condition of the product material found during visual inspection, additional material testing is not required. A clinical review states an image of the sutures was provided for review; however it does not indicate a root cause for the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a certificate of conformity is required with each shipment. The operator must verify tensile strength complies with the ¿straight pull braid strength (no knot)¿. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include (1) excessive force (2) contact with a sharp grasper/instrument. Based on this investigation, the need for corrective action is not indicated.